Manufacturer narrative:
Sample was not received for evaluation; therefore we are unable to determine the exact cause for the issue reported. A review of the device history record for the lot reported showed that no issues were found that could result in the reported failure. If the sample becomes available we will reopen this investigation. (B)(4).

Event description:
A 20 gauge temno biopsy gun was advanced into the soft tissue through the 16 gauge coaxial needle and the trigger was gently squeezed. The temno needle however did not reveal any specimen. A portion of the needle was missing. Repeat fluoroscopy demonstrated that the distal 1.5 cm of the needle had broken off into the lytic spinous process of l2. An attempt was made to retrieve the needle, however this attempt was unsuccessful.

Manufacturer narrative:
One temno biopsy needle was received without the coaxial needle for evaluation. Visual inspection of the device showed that the notch of the needle was missing and the cannula was damaged. Therefore; we are able to confirm the issue reported. The exact cause for the failure could not be determined, but it is possible that the needle collided with the l2 vertebra during the biopsy procedure. During DHR documentation review, no issues were found that could have contributed to the reported failure.

Event description:
A 20 gauge temno biopsy gun was advanced into the soft tissue through the 16 gauge coaxial needle and the trigger was gently squeezed. The temno needle however did not reveal any specimen. A portion of the needle was missing. Repeat fluoroscopy demonstrated that the distal 1.5 cm of the needle had broken off into the lytic spinous process of l2. An attempt was made to retrieve the needle, however this attempt was unsuccessful.